Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant the right ventricular (rv) lead exhibited low sensing and high capture thresholds. The physician repositioned the lead to resolve the issue. During follow up the next day, device interrogation revealed poor r-wave sensing and intermittent capture. The physician elected to explant and replace the lead. The patient condition was stable.

Manufacturer narrative:
The reported events of intermittent capture, low sensing, high capture threshold, and poor r-wave sensing were not confirmed. As received, a complete lead was returned in one piece for analysis. Analysis was normal. No anomalies were found.